Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they turn up their stimulation to cover their pain, they experience bad spasms. The patient was not sure when the spasm issue started. The patient stated that they have pain, like someone is jabbing a knife, where the leads are placed. They noted that their pain at the leads has been going on for months prior to the report, and that the issue started on its own. The patient¿s device is currently off due to this issue. The patient mentioned that they have an appointment scheduled with their manufacturing representative and healthcare provider. The patient stated that they had a radiofrequency ablation done on their hip 3 weeks prior to the report. The patient also stated that they had an x-ray of the device done about a month and a half ago prior to the report, and the healthcare provider said that it looked good but needed to be recalibrated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.